Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four devices. However, analysis suggests that the product was not used in a surgical procedure. The visual inspection and functional evaluation of the product had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the strand of the suture broke at the loop which holds the suture in place. Occurred when anchoring the suture down. Four sutures with the same lot number were opened with two breaking. In order to resolve the issue and complete the case, used another suture of the same type. There were no patient symptoms or complications associated with this event. Current patient status is with no injury.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.